Event description:
Uneventful cataract surgery was performed, and upon insertion of the lens implant, a small, refractive particle was noted in the optic of the iol. The iol was removed and replaced with another iol of the same model.